Event description:
A pt was implant with the vocare bladder system in 2002. This pt experienced occasional post-operative swelling over the site of the implantable receiver-stimulator (irs). After discharge from the hospital pt reported a slight opening of the skin edges of the surgical wound at the site of the rhizotomy associated with the device implant surgery and was instructed by a clinician to scrub the area of the open wound. The pt returned 4 weeks later with an elevated temperature and increased swelling over the implant. Aspiration of this swelling produced pus which was sent for culture and found to contain staphyloccocus aureus. Pt was placed on intravenous vancomycin and pt's temperature returned to normal. Three days later the irs was explanted, dividing its cables in the midline at the back to leave the electrodes in place. The pt was placed on a six-week course of intravenous vancomycin and was discharged from the hospital the next day and will be followed up as an outpatient by the hospital.